Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, lot# v883770, product type: lead. Product ID: 3387s-40, lot# v883770, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI#: (B)(4) ; product ID: 37085-60, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI#: (B)(4) ; product ID: 37085-60, serial/lot #: (B)(4), ubd: 19-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturers representative (rep) who reported all devices that were implanted in (B)(6) 2012 were completely removed after the patient fell and fracture the wire. The patient was reimplanted in (B)(6) 2016.